Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, when the plunger was removed, a cuff miss occurred. Another proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated weight - reported as approximately (B)(6). It is indicated that the device is not returning for evaluation as the account had discarded it; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.